Event description:
It was reported that the device was used during a laparoscopic gastric bypass, roux en y. The device was first fired transversely over the stomach and second firing was vertical over the stomach in the process of creating a pouch. Was firing with a 60mm blue reload. The surgeon noticed on each cartridge the midline staples were malformed. (Second stroke area) another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one long60 device was received. The device was returned with no visual non-conformances and with two fully fired reloads present. The device was tested for functionality with a test reload and it achieved a complete 3-stroke fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.